Event description:
Related manufacture reference number: 2017865-2022-50842. It was reported that the patient presented during generator exchange procedure. During procedure, it was reported that the right ventricular lead was stuck in the pacemaker. Both the lead and pacemaker were removed and replaced on 17 july 2022. The patient experienced mental discomfort during procedure. The patient was discharged from hospital after procedure.

Manufacturer narrative:
The reported event of could not untighten the ventricular setscrew to remove the lead was confirmed. As received, a device was returned for analysis. Final analysis revealed that calcified blood was filling the setscrew inset. The cause of the reported event of unable to untighten ventricular setscrew to remove lead was isolated calcified blood that came through a hole punched through the septum by the torque wrench at time of implant. No other anomalies were identified.